Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, yellow particles on the shell and one opening linear on the anterior. Leak test and microscopic analysis was performed which identified: one opening crease smooth on the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one crease smooth opening on the anterior due to fold flaw opening. Creases are observed but have no relationship with manufacturing.

Event description:
Healthcare professional additionally reported "folds." Device has been explanted.